Event description:
Mako received a social media post from a pt. She indicated she was experiencing knee cap pain and clicking in the back of the knee 10 weeks after her makoplasty partial knee arthroplasty procedure. X-rays came back negative, but the surgeon assessed the joint to be loose. The surgeon wants to revise the pt to a thicker onlay insert, but no revision procedure has been performed to the company's knowledge.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available. The pt was contacted by mako surgical corp. To communicate that the investigation is in progress.